Event description:
It was reported that a 25mm 3000tfx aortic valve was disabled via a valve-in-valve procedure after an implant duration of 12 years, two months due to stenosis. The patient presented with shortness of breath. A 9750tfx 26mm transcatheter valve was successfully implanted.

Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable, and this correction is being submitted.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an unknown surgical valve in the aortic position was disabled via a valve-in-valve procedure after an unknown implant duration due to stenosis. A 9750tfx 26mm transcatheter valve was successfully implanted.